Event description:
False positive advia centaur troponin ultra results were obtained by the customer on two pt samples. Repeat testing was performed and the result were negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse decontaminated the instrument and modules. The cause for the discordant advia centaur troponin results is unk. The instrument is performing within specifications. No further evaluation of the device is required.